Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty scope socket slider switch. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: eye illumination doesn¿t turn on. The tab that holds the scope in the socket is not engaging was due to faulty scope socket slider switch. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an issue where the eye illumination doesn¿t turn on and the tab that holds the scope in the socket is not engaging. There were no reports of patient harm.